Event description:
We have received 34 reports of product defects with the fresenius crrt nxstage dialysate bags from 1/19/2026 to 2/24/2026 (total of 48 bags impacted). These event reports were related to nxstage rfp-401 and across several lot numbers (25ng06032, 25pg06033, 25pg06039, 25ng06020, 25ng06029, 25pg06013, 25pg06013, 25ng06007, 25pg06042, 25pg06038, 25ng06014, 25ng06027, 25ng06037, 25pg06024, 25ng06023, 25ng06021). End users are reporting that the bags are leaking and/or fluid is spraying when cracked. There are several reports of the luer lock/connector falling off the bag as well - causing the fluid to flow out of the bag. Pt code: 4582. Device codes: 1250, 1562. Reference reports# mw5184687, mw5184688, mw5184689, mw5184690, mw5184691, mw5184692, mw5184693, mw5184694, mw5184695, mw5184696, mw5184697, mw5184698, mw5184699, mw5184700, mw5184701, mw5184702, mw5184703, mw5184704, mw5184705, mw5184706, mw5184707, mw5184708, mw5184709, mw5184710, mw5184711, mw5184712, mw5184714, mw5184715, mw5184716, mw5184717, mw5184718, mw5184719, mw5184720, mw5184721, mw5184722, mw5184723, mw5184724, mw5184725, mw5184726, mw5184727, mw5184728, mw5184729, mw5184730, mw5184731, mw5184732, mw5184733, mw5184734.